Event description:
After soaking contact lenses in a disinfecting solution overnight, rptr put one lens in her eye in the morning and immediately her eye started burning "like fire." The rptr washed eye but could not stop the burning and went to a nearby hosp to have eye irrigated. Rptr did not read label on back of product that warned to not get product into eye. (*)